Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusions set tap not sticking on 1st day of insertion while sleeping event on (B)(6) 2024. Tap was applied over infusion set. Insertion site was thigh. No further information available. .